Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. Patient moved in bed, felt a sharp pain, and then presented with a femoral periprosthetic fracture. A size 7 secur-fit stem and 36mm v40 lfit head were revised to a size 7 omnifit hfx stem and 36mm c-taper head with a spacer and two dall miles cables. There are no allegations against the revised femoral head. Rep confirmed that other than the attached revision usage sheet, no further information would be released by the hospital or surgeon.